Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle exhibited the needle went through the sheath and it became bent and unusable. The issue occurred during a diagnostic endobronchial ultrasound. There were no reports of patient harm.